Event description:
Same case as MFR #: 2134265-2013-03377. It was reported that during a coronary stenting procedure, stent deformation and a vessel dissection occurred. The target lesion was located in the right coronary artery. An unspecified size promus element plus stent was used to treat the target lesion. Another unspecified size promus element plus stent was then used but was unable to cross through the previously deployed stent. The physician thought stent deformation occurred. A dissection occurred and multiple stents were implanted. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).